Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued and are being replaced with a new design warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
It was reported to covidien that the unit released a hot, smoking odor after about 15 minutes. The unit did not shut off on its own as the plug was pulled on it. No patient harm reported.